Manufacturer narrative:
A ventilator was reported failing internal leakage in pre-use checks. Our field service engineer investigated the ventilator on site and replaced the safety valve pull magnet and a pressure transducer printed circuit board (pcb). Logs and the replaced goods were returned for investigation. The failure was confirmed in received device logs, and event was dated to (B)(6) 2021. The returned goods were mounted in a reference ventilator for simulated use testing. The reported issue could not be reproduced. The safety valve pull magnet and a pressure transducer printed circuit board (pcb) were working as expected. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. A failure in the pull magnet or its supply circuit can in worst case lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and technical error codes. If the fault is present it will be detected during pre-use check. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).